Event description:
Pt in surgery 6/1/95, for right carotid endarterectomy. Induction complete, procedure began. Bp sys. Of 170's. Attempted to start nipride gtt. Pump indicated help. Pump manipulated, pump indicated low battery, pump plugged into ext. Cord. Again pump indicated help. Pump put on hold & nitro gtt. Started. Bp dropped significantly. No inhalation running. External massage was initiated. Epinephrine & neosynephrine were given. Procedure aborted-cardiovascular collapse of uncertain etiology. Nipride bag noted to be empty, yet pump door open & on hold. Felt pt had received free flow of nipride fluid.